Event description:
A home patient (hp) was diagnosed with peritonitis while hospitalized 06-2003 to 07-2003 for non-dialysis related issues. The hp reported that while hospitalized, the homechoice supplies were setup by the nurses. The hp repeatedly requested the nurses to mask and wash their hands while setting up the supplies, however, the nurses insisted that they did not have to. The hp noted that the effluent was cloudy and reported this finding to the nurses. The nurses responded by advising the hp to continue to "monitor" the effluent for the next 24 hours and if the cloudiness continued they would do a culture. The cloudiness continued and a culture on the effluent was subsequently done. The hp was diagnosed with peritonitis and was treated with vancomycin 1g, intraperitoneal, approximatley every 5 days. Hp's nurse reported that the hp's symptoms have completely resolved.